Event description:
During the surgical removal of hallulock plating system hardware, the second screw that was removed caused the screwdriver to break off at the tip in the screw. The surgeon was able to manipulate the hardware and remove the tip safely. There was no patient injury. This caused a 30 minute delay in the time of surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.